Manufacturer narrative:
Preliminary investigation: the planning was initially efficiency based and then was modified to metallic based as per medacta USA request. However, the surgeon and his sales agent were not informed of this modification so the surgery was performed using efficiency set. Mysolution analysis: our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
Myknee surgery was intended to be performed using metallic instrument set instead of efficiency instrument set (note: the planning were initially created with efficiency set but then changed to metallic set). However, this information did not reach the surgeon correctly, who performed the surgery using the efficiency set. The distal femoral bone was cut more than planned, and a thicker liner was used to compensate for this.